Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: a review of homemonitoring events showed noise on ra that is falsely triggering atr events. Lead currently remains implanted and will be evaluated further. Should additional information be received, this file will be updated.